Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a gastric bypass, the patient's bowel sustained a burn. The surgeon felt the burn was due to an insulation failure in the instrument. The burn did not require any treatment. The patient was released from the hospital in good condition. Another device was used to complete the procedure without incident.